Event description:
The customer stated that she was hospitalized, due to diabetic ketoacidosis. The reported blood glucose reading was 398 mg/dl. The customer also stated that the insulin pump had alarmed button error and the screen was frozen. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.